Manufacturer narrative:
Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
On april 18, 2026, senseonics was made aware of a user with an infection at the insertion site that required medical intervention. The user developed an infection at a sensor insertion site following an insertion on (B)(6) 2026. Symptoms began on (B)(6) 2026, and progressively worsened, initially presenting as soreness, redness, and swelling, and later developing into a cyst-like lesion that ruptured and began draining. The user contacted their healthcare provider (hcp), who confirmed the infection and prescribed sulfamethoxazole/trimethoprim for treatment. The user's condition led to discontinuation of device use as of on (B)(6) and removal of the sensor was scheduled.